Manufacturer narrative:
Batch reviews performed on 25 november 2016. Lot 132126: (B)(4) items manufactured and released on 06 june 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4, code 01.29.204, lot. 161053 (k112115) (B)(4) items manufactured and released on 18 may 2016. Expiration date: 2021-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to signs of infection. The infection is confirmed. The pathogen is unknown. The surgeon performed an I & d and swapped out the head and liner. The surgery was completed successfully. X-rays and explants are not available.